Manufacturer narrative:
Corrected data: in the initial MDR, there was a typo of the initial report which states; another lens (same model and dower diopter). It should have stated same model and lower diopter. Additional information: device available for evaluation; returned to manufacturer on: 3/10/2020. Device evaluation: the lens has viscoelastics and what appears to be blood. There is a tear/ cut across the lens. The lens returned conditions are compatible with a lens that has been explanted/removed after insertion; this is consistent with the initial report. Limited information was received regarding the reported incorrect lens power and no further information is available. The customer does not provide information of what may have caused the reason to implant a lens of incorrect power (user/calculation error or product quality deficiency). Customer does indicate the lens replacement model is the same (aab00) and different diopter (14.5). Based on the returned product evaluation and information provided, a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to an incorrect lens power. There was no vitrectomy, incision enlargement or sutures required. Another lens (same model and dower diopter) was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.